Manufacturer narrative:
The lot was manufactured from august 05, 2019 - august 06, 2019. The device was received containing approximately 110 ml of fluid in the bladder. During visual inspection the bag that contained the unit was observed dry. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10: a nonconformance has not been opened to address this issue as the reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This was identified at the patient¿s home by the patient when they observed that the portable bag the infusor was in was wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.